Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant products: product ID: 3889-28, lot# va0rk3u, implanted: (B)(6) 2015, product type: lead. Product ID: 8840, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic. Patient reports she saw doctor in (B)(6) 2015 and looked at different programs but maybe not. Patient reports on (B)(6) 2016 she saw hcp (healthcare provider) and representative said the leads were "dead or misplace" and the screen on representative programmer went blank and she was able to set up new programs. Patient tried the different programs for several days and patient was going 20 times a day, but program 3 worked better and she was only going 8 times a day but patient did not tally the information. Representative set up new program on (B)(6) 2016 and was not aware of pain in the buttocks. Additional information later received from the representative reports the patient also had a fall in (B)(6). The electrodes may had been damaged. After the patient met with the doctor and representative it was reported that the patient will try the 4 new programs put into her program. Several of her electrode combinations were greater than 4000. She will follow up with physician in a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.